Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer¿s blood glucose at time of incident was 253 mg/dl and current blood glucose 312 mg/dl. Customer treated for high blood glucose was bolus. The drive support cap appears normal. Customer cannot run high pressure test right now, currently on last set. The blood glucose values mentioned as 341 mg/dl, 437 mg/dl, 391 mg/dl, 312 mg/dl and 305 mg/dl a few minutes later changed site and took 9.5 u. The insulin pump will not be returned for analysis.